Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump exchange was performed on (B)(6) 2020 due to the patient having a pump infection. The infection was confirmed to be a driveline infection and was identified to be pseudomonas aeruginosa. The patient has had the heartmate ii pump explanted and a heartmate 3 pump implanted. The patient was initially admitted on (B)(6) 2020 for the infection and pseudomonas aeruginosa was identified at the driveline exit. The pump was exchanged to prevent the spread of the infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of vad-17443. A specific cause for the reported driveline infection could not be determined through this evaluation. Visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the returned portion of the sealed outflow conduit revealed no evidence of depositions or thrombus formations. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-17443 revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. The heartmate ii lvas IFU infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.